Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0a2md, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy and received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. It was noted that the patient had an appointment on (B)(6) 2014. It was also reported that the patient was still having concerns regarding their device or therapy but was working with their hcp or manufacturer representative and that the patient was still having concerns with their device or therapy but had not sought further help. An appointment date of (B)(6) 2014 with a new hcp was noted. It was unclear whether or not the patient's concerns were resolved.

Event description:
It was reported that the patient fell on their back a couple of nights ago and the stimulator site was tender however they hadn¿t noticed any other changes.